Manufacturer narrative:
Conclusion not yet available-evaluation in progress.

Event description:
This right ventricular lead was capped/abandoned due to high pacing thresholds. Old oscor unipolar lead, impedance was 1730 ohms, output set at 4.0 v and 1.0 ohms. Decision was made to implant new lead . Battery was at eri. No adverse patient effects were reported.

Manufacturer narrative:
The device was in use for treatment. The lead was capped and therefore was not returned for analysis; as a result, the clinical observation cannot be confirmed. The lead was capped after being in service for approximately 23 years. High impedance is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. This lead is no longer manufactured by oscor. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this device for complaint trends. The event will be re-evaluated if additional information becomes available. Permanent pacing lead final inspection procedure, indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, measurement of "d" dimension on is-1 connector and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Instructions for use (IFU) gu generic permanent pacing leads, informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU cautions the user: perform procedure under fluoroscopic guidance.